Event description:
Subsequent to the initial medwatch report additional information received indicates that the patient underwent endovascular abdominal aortic aneurysm (aaa) repair, common femoral artery access obtained via open exposure and vessel closure was attempted with the prostar xl device. Reportedly, rcfa bleeding occurred and was treated with open repair. Additionally, an unspecified device failure at the left groin occurred which was also treated with open repair. Thought requested, no additional information was provided.

Event description:
It was reported that a physician, trained in the use of the prostar device, achieved arteriotomy closure of an unspecified vessel after an unspecified procedure. Reportedly, at an unspecified time post vessel closure, the patient was treated with thrombin. There were no reported adverse patient sequelae. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was not identified;therefore, a device history record review could not be performed. (Date of event): the date of (B)(6) 2010 is being used as a best date estimate, as the reporter did not provide any date information.